Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6)2025. On (B)(6)2025, it was reported that the patient experienced inaccurate cgm values. In the evening, the cgm reading was around 52 mg/dl so the patient ate something sugary. Then she went to bed but got up, was stumbling, then hit the floor. The husband called 911. Ambulance arrived and took the patient to the hospital later using his own car. Inside the ambulance, the emt treated the patient with humalog insulin. At the hospital, they took a bg reading but no value was reported. The patient experienced hyperglycemia that required medical treatment and in addition was diagnosed with a stroke. The patient was first admitted to frisbie memorial hospital but was transferred to portsmouth regional hospital after 4 hours, where the patient was hospitalized for 7 days. At the time of the report the patient was still recovering. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.